Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction, revascularization).

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the mid lad and one in the distal lad to treat the target lesion (ref temp # 2953200-2010-01302). It is reported that the pt suffered hypoxia the day after the index procedure. At 1 month follow-up pt was asymptomatic / free of symptoms. It is reported that approx 4 months post index procedure the pt presented at the emergency room after developing chest pain, he had coronary artery disease progression. Pt was referred for CABG of left main, but was transferred for pci revascularization as he was a poor surgical candidate due to progressive copd. There were two other brand stents implanted with intra-aortic balloon pump support, one in the proximal lcx and one in the left main. The pt experienced an expected rise in enzymes post procedure and suffered an acute stemi. It was reported that the mi was related to the target lesion, the location of mi was non determinable. At 6 month follow-up pt was asymptomatic / free of symptoms.

Manufacturer narrative:
Results, conclusions: myocardial infarction, haemorrhage and death. (B)(4).

Event description:
Investigator assessed that the mi and coronary artery disease progression events approximately 4 months post index procedure were not related to the study device. Patient recovered after this event. Investigator assessed that the mi and gi bleed events approximately 48 months post index procedure were not related to the study device.

Event description:
Approximately 48 months post index procedure the patient was admitted for shortage of breath (sob), patient went into respiratory arrest and suffered an mi and cardiac arrest. Patient was revived and treated with iabp, a temp pacemaker and non-target vessel pci to the rca. It was not assessed whether the mi or revasc event were related to the study device. One day later the patient suffered a gi bleed and was treated with transfusion. It was reported that the patient died approximately 5 days post the mi event, the death was reported to be a cardiac death. Cause of death was stemi, advanced coronary artery disease, severe copd and aspiration pneumonia.

Event description:
Patients death also complicated by renal failure.